Manufacturer narrative:
B3 date of event was estimated based on aware date as the actual date of event was not reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately calcified and mildly tortuous vessel in the left abdomen. Following ballooning and atherectomy using jetstream, stenosis was 5%. The opticross 18 imaging catheter was introduced for ultrasound examination of the target lesion. As the catheter was advancing, it began to twist around itself. The catheter was disconnected from the motor drive unit and removed. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the actual date of event was not reported. The device was returned for analysis. Visual inspection revealed the imaging window was twisted in the lapjoint section.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately calcified and mildly tortuous vessel in the left abdomen. Following ballooning and atherectomy using jetstream, stenosis was 5%. The opticross 18 imaging catheter was introduced for ultrasound examination of the target lesion. As the catheter was advancing, it began to twist around itself. The catheter was disconnected from the motor drive unit and removed. The procedure was completed successfully and there were no patient complications.